Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.